Manufacturer narrative:
The event involved only one sample collected from the patient which generated the rubella igg and igm results reported in initial medwatch. Erroneous results were not reported outside of the laboratory.

Manufacturer narrative:
Two samples from the patient were provided for investigation. During the investigation, a neutralization assay was performed on both samples. The results of the neutralization assay concluded the positive elecsys rubella igg results are most likely correct and based on specific anti- rubella igg in these samples.

Event description:
The customer received questionable results for rubella igg on the cobas e411 analyzer. It was unclear if the event involved one or two different samples collected from the same patient which was discrepant. The initial rubella igg result was 312.3 iu/ml. The sample was sent to another facility and run on the vidas analyzer which yielded a result of 7 iu/ml. A sample from the patient was run on the original analyzer which yielded a result of 252.9 iu/ml. It was unclear if this sample was a new sample collected from the patient or the initial patient sample. The sample was additionally repeated four times which yielded results of 250.7 iu/ml on a different e411 analyzer, 256.5 iu/ml on the e170 analyzer, 9 iu/ml on the vidas analyzer and negative on the architect analyzer. Actual rubella igg result from the architect was not provided. The customer said the specialist doctors did not trust the rubella igg results generated from the cobas e411 analyzers, but did agree with the results generated from the vidas and architect analyzers. No adverse events were reported regarding this event. The reagent lot number for rubella igg was 157692.

Manufacturer narrative:
The event occurred in (B)(6).